Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 320 (mg/dl) and reportedly smelled insulin at their site. A manual injection was delivered to address bg levels. Due to the elevated bg occurring in the past and the supplies to the pump being changed, tandem technical support was unable to perform a system check. Recommendation was made to consult with health care provider to discuss diabetes management.